Event description:
It was reported that the right monitor on the 9800 system would intermittently flicker. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor, right monitor, and cable were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.